Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced lost sensor alarm, change sensor/bad sensor. The customer reported no adverse event. The event involved product(s) mmt-5100clx. Sensor signal not found/cannot find sensor signal/lost sensor/loss of communication customer reported a loss of communication between the transmitter and the pump. Confirmed xmtr serial number is programmed in manage devices screen. Customer reports issue was resolved by inserting a new sensor. No harm requiring medical intervention was reported. Mmt-5100clx was requested and customer response was the device will be returned.

Manufacturer narrative:
We received the following: one partial opened/used simplera sensor, one simplera serter not returned, and performed a visual inspection of the sensor, took away the adhesive patch from the sensor to inspect for debris, physical and moisture damage and none was found. Then inspected the sensor flex any physical damage and found cracks on the sensor flexes gold trace path at the reference and working electrode trace path. Checked the transmitter casing for any physical/cosmetic damage and none were found. The unit was able to download traces through (the blue dongle download station) (utilizing synergy prod download tool 1.1a). Traces confirm that the unit has corrupted data. Lost sensor alarm was found on the data traces due to power reset software anomaly. In conclusion: the customer complaint of no communication is not confirmed. However, the complaint of lost sensor alarm was confirmed. Because the sensor was already opened or used when we received it for testing, it is impossible to determine when or how the sensor flex was found damaged. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.